Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the device was still unable to pair. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction - d6a - implant date should have (B)(6), 2021

Event description:
New information received indicates that the device was still unable to pair. A ble reset was performed and the device was paired successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption.